Event description:
It was reported that the balloon of a large volume intermate had particulate matter. The device was filled with caspofungin. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 4, 2014 to august 5, 2014. Evaluation summary: the evaluation of the returned device is complete. During visual inspection, a white particle measuring approximately 1.94 mm in length was observed floating in the fluid within the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.